Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 with a blood glucose (bg) level of 1100 mg/dl; cause was not known. Customer was treated with intravenous fluids of saline. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no known permanent damage. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.